Manufacturer narrative:
Summary evaluation: an evaluation of the complaint could not be performed due to missing info.

Event description:
After a fall, the breakage of the nail at the level of the lag screw's hole was observed. It was noted that it was impossible to determine if the fall caused the breakage. It was also noted that the pt walks without any external help. No adverse consequences to the pt or surgical delays were reported.